Event description:
It was further reported that the patient had missed her refill appointment due by (B)(6) 2014 but came in on (B)(6) 2014. The patient had recovered without permanent impairment. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient missed her alarm date as indicated on the programming print out. The pump was now beeping at the patient; a non-critical alarm was occurring. When the patient first heard the alarm, she thought it was the microwave or something. The patient's pump had been alarming since 8 am on (B)(6) 2014. The patient was to see a health care provider the following day. The pump was delivering baclofen, fentanyl, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n176678, implanted: (B)(6) 2009, product type accessory. (B)(4).